Event description:
Spontaneous call from pt. Pt reporting that her ms3 pump (sn (B)(4)) isn't working. She explained that for the past 3 hours, she was trying to get the pump to run, but it will not. Pt requesting new pump. Dose and pump rate confirmed along with the address. No other info available. Pt had backup pump on hand. Did the reported product fault occur while in use with a pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we replace device? Yes. Reported by (B)(6) by: pt/caregiver. (Suspect products) strength: 10mg/ml. Dose or amount: 44ng/kg/min; frequency: continuous; route: sq. Dates of use: (B)(6) 2018 to current. Diagnosis or reason for use: pah.